Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) plug crumbled after deployment. There was no reported patient injury. The deployer was mynx certified. The patient did not have any relevant medical history (e.g. Bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc.). A 6f non-cordis sheath was used. The vessel type was arterial. During deployment, part of the sealant took, and part crumbled. The user did not experience device deployment or retraction jam. The sealant stuck to a device component. The sealant did not dislodge completely. Hemostasis was achieved by manual compression for 5 minutes. The patient's hospitalization was not extended as a result of the event. The patient has recovered after the mynx event.

Manufacturer narrative:
Complaint conclusion: the 6f-7f mynxgrip vascular closure device (vcd) plug crumbled after deployment. There was no reported patient injury. The deployer was mynx certified. The patient did not have any relevant medical history (e.g. Bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc.). A 6f non-cordis sheath was used. The vessel type was arterial. During deployment, part of the sealant took, and part crumbled. The user did not experience device deployment or retraction jam. The sealant stuck to a device component. The sealant did not dislodge completely. Hemostasis was achieved by manual compression for 5 minutes. The patient's hospitalization was not extended as a result of the event. The patient has recovered after the mynx event. The product was not returned for analysis. A product history record (phr) review of lot f1818004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant sealant stuck to device components¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors may have contributed to the reported event. According to the procedural steps in the instruction for use, whilst not intended as a mitigation of risk ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Complaint conclusion: the 5f mynxgrip vascular closure device (vcd) plug crumbled after deployment. There was no reported patient injury. The deployer was mynx certified. The patient did not have any relevant medical history (e.g. Bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc.). A 6f non-cordis sheath was used. The vessel type was arterial. During deployment, part of the sealant took, and part crumbled. The user did not experience device deployment or retraction jam. The sealant stuck to a device component. The sealant did not dislodge completely. Hemostasis was achieved by manual compression for 5 minutes. The patient's hospitalization was not extended as a result of the event. The patient has recovered after the mynx event. The product was not returned for analysis. A product history record (phr) review of lot: f1818004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, procedural factors and incorrect sheath size (6f sheath used with 5f mynxgrip) may have contributed to the reported event. According to the procedural steps in the instruction for use, whilst not intended as a mitigation of risk ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Complaint conclusion: the 5f mynxgrip vascular closure device (vcd) plug crumbled after deployment. There was no reported patient injury. The deployer was mynx certified. The patient did not have any relevant medical history (e.g. Bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc.). A 6f non-cordis sheath was used. The vessel type was arterial. During deployment, part of the sealant took, and part crumbled. The user did not experience device deployment or retraction jam. The sealant stuck to a device component. The sealant did not dislodge completely. Hemostasis was achieved by manual compression for 5 minutes. The patient's hospitalization was not extended as a result of the event. The patient has recovered after the mynx event. The product was not returned for analysis. A product history record (phr) review of lot f1818004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors may have contributed to the reported event. According to the procedural steps in the instruction for use, whilst not intended as a mitigation of risk ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) plug crumbled after deployment. There was no reported patient injury. The deployer was mynx certified. The patient did not have any relevant medical history (e.g. Bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc.). A 6f non-cordis sheath was used. The vessel type was arterial. During deployment, part of the sealant took, and part crumbled. The user did not experience device deployment or retraction jam. The sealant stuck to a device component. The sealant did not dislodge completely. Hemostasis was achieved by manual compression for 5 minutes. The patient's hospitalization was not extended as a result of the event. The patient has recovered after the mynx event.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) plug crumbled after deployment. There was no reported patient injury.